Event description:
Capio slim open access suture capturing device opened for sacrospinous ligament repair surgery. Dr. Noted that the device was not releasing the suture as the device is intended to. Two capios with the same lot number were opened and the second device had the same defect. Upper arm seems to be bent to the right on both capio's with the same lot number. A third capio was opened with a new lot number, and device was functioning as intended. Dr. States she will call rep after surgery to follow up.